Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
After further review it was discovered this is a duplicate report of 1818910-2011-10066. Depuy considers the investigation closed.

Event description:
Patient was revised to address metal sensitivity.